Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the inaccurate data, with many medications incorrectly listed as not stocked despite being confirmed at the cabinets. A technical support specialist (tss) identified the root cause of the issue and informed the customer that the medications were not stocked in their intended bins. Based on the cr03a report and item transaction history, it was confirmed that the medications had been stocked incorrectly. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, showed inaccurate data, with many medications incorrectly listed as not stocked despite being confirmed at the cabinets. The user validated discrepancies across sites and highlighted examples, noting the volume made manual verification impractical for pharmacy. However, there were no delay to patient care and adverse events or injuries reported based on this incident.